Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2004 were not provided. (B)(6) 2004: (B)(6) . Operative report. Preoperative diagnosis: ventral hernia, diastasis recti, and umbilical hernia. Postoperative diagnosis: ventral hernia, diastasis recti, and umbilical hernia. Procedure performed: laparoscopic ventral hernia repair with 10 x 15 oval duo mesh, gore-tex mesh. Anesthesia: general endotracheal and 20 ml of 0.5 percent marcaine. Complications: none. Estimated blood loss: less than 50 ml. Disposition: to recovery room in stable condition. Indication: 22 year old female with nausea and epigastric discomfort with a ventral hernia noted in the epigastrium. She was noted to have an umbilical hernia. Risks, benefits, and complications of laparoscopic approach were described, and were accepted by the patient. The patient was found to have no remarkable intraabdominal pathology during the laparoscopy except for the ventral hernia which was repaired easily with the oval mesh. Procedure: ¿the patient was taken to the operating room and placed under general endotracheal anesthesia. A foley catheter and nasogastric tube was placed without difficulty. The abdomen was then prepped with duraprep and draped in sterile fashion with an ioban drape. In the mid clavicular line subcostal area a small wheel was raised with 0.5 percent marcaine and a veress needle inserted through a small stab incision made with a 15 scalpel blade. The abdomen was then insufflated under low and then high flow. Through a left lateral incision parallel and in line with the umbilicus at about the anterior axillary line a 10 mm trocar opti-vu was placed into the abdominal cavity easily. The laparoscope was introduced. A small 5 mm left lower quadrant port was placed as well as a right lateral 10 mm and a right lower quadrant 5 mm port. I then identified the hernia defect, it was marked out on the surface of the ioban drape. It involved the umbilicus as well as the fascia in the midline. I then identified the falciform ligament and the hernia seemed to extend just to about this level. It was taken down for about 1 cm with a cautery scissors. Following this through the right sided port the gore-tex mesh after gore-tex suture had been attached to the corners of the oval mesh was then introduced through that right sided 10 mm port. It was then unfurled and the four tacking sutures were then placed in the correct positions. The mesh was oriented longitudinally then with its long axis vertical. These were then tied down and then using pro tacks spaced 1.5 cm apart the entire mesh was tacked up. There was no buckling of the mesh. It appeared to entirely cover the hernia defect and there was no evidence of bleeding at the end of the case. The gas was allowed to escape the abdomen. The 10 mm trocar port sites were closed using interrupted 2-0 vicryl suture. The skin was closed using interrupted subcuticular 4-0 vicryl sutures. The patient tolerated the procedure well and was taken to the recovery room in stable condition.¿ (B)(6) 2004: (B)(6) . Implant label. Dualmesh biomaterial lot: 02892927. Item: 1dlmc03. The records confirm a gore® dualmesh® biomaterial (1dlmc03/02892927) was implanted during the procedure. (B)(6) 2005: (B)(6) . Operative report. Preoperative diagnosis: dyspepsia. Postoperative diagnosis: dyspepsia and gastritis. Procedure performed: egd [esophagogastroduodenoscopy] with biopsy for urease and permanent pathology. Complications: none. Specimens: biopsy of the stomach for both clo [campylobacter-like organism test] and permanent. Indications: this patient has had intermittent dyspepsia, nausea, and vomiting after eating. It hurts her right after eating and I thought that an egd would be appropriate. Risks, benefits, and complications were described to the patient¿s family and accepted. IV sedation was also discussed. Description of procedure: ¿the patient was consented. The procedure was verified and the patient was verified. The posterior pharynx was anesthetized with topical cetacaine. The patient was given IV sedation. The scope was then reduced down the esophagus and into the stomach without any difficulty. The pylorus was cannulated and the duodenum appeared to be normal except for small areas of erythema. Several biopsies were taken for clo. The rest of the body of the stomach was entirely normal, as well as the fundus of the stomach on retroflexing the scope. There was a small hiatal hernia 1 cm in size. Eg junction was located at the 38 cm with a 1 cm hiatal hernia. There was no evidence of any barrett¿s. The rest of the esophagus was entirely normal. Several biopsies of the distal antrum were taken for urease, as well as permanent pathology of this area. The patient will follow up with me next week.¿ (B)(6) 2005: (B)(6) . Pathology report. Diagnosis: gastric body biopsy: fragments of benign gastric fundic and antral type mucosa with focal minimal chronic inflammation. No intestinal metaplasia or dysplasia identified. No helicobacter pylori-like organisms identified on special stain with adequate positive control. (B)(6) 2005: (B)(6) . Microbiology report. Specimen description: biopsy gastric. Urease: negative for h. Pylori [helicobacter pylori]. (B)(6) 2005: (B)(6) . Operative report. Preoperative diagnosis: abdominal pain, distention and nausea. Postoperative diagnosis: same. Procedure performed: colonoscopy with enteroscopy of the terminal ileum with biopsy of the terminal ileum x 5. Estimated blood loss: less than 10 milliliters. Specimens: biopsy of terminal ileum. History: 23-year-old female initially referred for ventral hernia. The patient has had a recurrence of this and a patch was placed. Risks, benefits and complications of the procedure were described to the patient and accepted. The patient has been having intermittent abdominal pain since that time. Procedure: ¿the patient was placed under IV sedation. The scope was introduced and advanced with great difficulty to the ileocecal valve and appendiceal orifice. The main problem was 1 of sedation and of a large sigmoid loop which required numerous attempts at trying to advanced [sic] the scope. The scope was finally advanced without very much pain on the patient¿s part to the terminal ileum. The ileocecal valve was identified and cannulated. I then advanced down the ileum for about 20 centimeters. It appeared entirely normal but several biopsies were taken just in case she had tropical sprue. On withdrawal of the scope all mucosal surfaces were observed. The prep was fair after irrigating with over a liter and a half of saline. On withdrawal of the scope all mucosal surfaces were observed. There was no evidence of any diverticular masses or polyps in the whole colon. Patient tolerated procedure well and will be seen in my office in one week¿s time.¿ (B)(6) 2005: (B)(6) . Radiology-x-ray abdomen. Reason for exam: abdominal pain. No free air is seen. There is no unusual soft tissue mass, organomegaly or abnormal calcifications. Gas pattern appears not remarkable. Metallic densities in mid abdomen apparently resulted from previous ventral hernia repair. Included pa view of chest is not remarkable. Conclusion: no significant abnormality is revealed. (B)(6) 2005: (B)(6) . Radiology-air contrast upper gi and small bowel follow through. Reason for exam: patient has a history of abdominal surgery approximately 1.5 years earlier for ventral hernia repair. Initial scout film showed multiple small fasteners in the anterior abdominal wall consistent with placement of a mesh-type graft. The scout film was otherwise unremarkable. The patient was able to swallow the gas and barium mixture without difficulty or aspiration. No mucosal abnormalities were noted in the esophagus. The patient was noted to have a moderate amount of gastroesophageal reflux during the course of the exam up to the level of the mid esophagus which after talking with the patient she is relatively asymptomatic from. The stomach revealed no evidence of mass or ulceration. The barium passed freely through the pylorus into the duodenal bulb. Duodenal bulb was normal in contour. The mucosal pattern to the duodenal c-loop was unremarkable. Following the upper gi the patient was given additional barium and small bowel series was obtained. By one hour the contrast had traversed the small bowel and entered into the colon. The mucosal fold pattern to the small bowel was unremarkable. No thickened folds or nodularity was seen. The small bowel loops are not distended. Fluoroscopy was performed with the patient in lateral projection. No small bowel loops were seen. There was no evidence of recurrent ventral hernia. Impression: moderate amount of gastroesophageal reflux was noted during the exam. The air contrast upper gi and small bowel follow-through was otherwise unremarkable. (B)(6) 2006: (B)(6) . Operative report. Preoperative diagnosis: extensive abdominal cramping, possible adhesions. Postoperative diagnosis: extensive adhesions of momentum onto gore-tex, hernia patch, and also adhesions of the anterior surface, diaphragmatic surface of the liver onto the gore-tex patch, adhesions of the right colon, and adhesions of the gallbladder. Procedure performed: laparoscopy, extensive 30 minute adhesion lysis, and placement of intercede. Estimated blood loss: less than 30 milliliters. Specimens: none. Operative findings: extensive adhesions as described. Drains: none. Disposition: recovery room in a stable condition. Indications: this is a very pleasant lady who had about a year ago a laparoscopic ventral hernia repair. She did initially well, but then began having diffuse bloating and nausea and vomiting. Workup included egd, colonoscopy, and referral to university of kentucky for gi who thought she may have irritable bowel. I felt that with persistent pain that it would be worthwhile performing a laparoscopy fearing that there were some adhesions and indeed that was what I found and I hoped that these adhesional lysis will help her abdominal pain. She had been basically bloating after every meal. She has also had some nausea and I told her if she had some adhesions on her gallbladder that I would remove her gallbladder, though she had a normal ejection fraction. She had one adhesion to the gallbladder which was not lysed and I think that if she continues to have nausea and distention, I will remove her gallbladder. Description of procedure: ¿the patient was identified and the procedure verified. The abdomen was then prepped with duraprep and draped in a sterile fashion. A subcostal left stab incision was made and a veress needle introduced. The abdomen was insufflated under low and then high flow. Under direct vision, an opti-view was used along the previous 10-millimeter port on the left side and incision into the abdominal cavity. Under direct vision, an inferior 5-millimeter port along the pervious port site and a superior left-sided port were placed about 5 centimeter away from the 10-millimeter port. I then began using a cautery on a pair of scissors to lyse all the adhesions of the omentum onto the entire gore-tex patch. The gore-tex patch was entirely encased in adhesions. There were omentum that adhered onto the mesh and these were lysed easily without very much difficulty. The anteriorsurface of the liver from about the level of the gallbladder to the left side of the falciform ligament about 5 centimeter was plastered against the patch with adhesions and these were lysed successfully. There was some bleeding from the falciform ligament which was controlled using cautery and dry at the end of the case. I did release a falciform ligament a small distance more. I this area because there were so many dense adhesion, an intercede mesh was placed. Just below this, I placed a piece of surgicel on the small bowel and omentum to try to prevent adhesions. Laterally, there were some adhesions onto the ascending colon. These were lysed using some blunt dissection and some cautery. The rest of the abdominal cavity was without any pathology. The pelvis also appeared normal. I then proceeded to withdraw my trocars after allowing the gas to escape the abdomen. There was no evidence of any bleeding and the 10 millimeters port site was closed using interrupted 2-0 vicryl suture with subcuticular 4-0¿s to the skin. The patient tolerated the procedure well.¿ (B)(6) 2007: (B)(6) . Operative report. Preoperative diagnosis: chronic abdominal pain secondary to gore-tex mesh shrinkage and adhesions and ventral hernia. Postoperative diagnosis: chronic abdominal pain secondary to gore-tex mesh shrinkage and adhesions and ventral hernia. Procedure performed: removal of gore-tex mesh laparoscopically. Lysis of adhesions. Placement of c-qur mesh 5 inches x 5 inches in a diamond orientation. Anesthesia: general endotracheal. Estimated blood loss: less than 100 ml. Specimens removed: gore-tex mesh which had shrunk. A 15 x 12 had shrunk to a 10 x 8 cm size. Indication: this is a 25-year-old woman who in 2004 underwent a laparoscopic ventral hernia repair for a diastasis recti. She was fine for the first two months and then began developing intense abdominal pain. She was placed on pain medication. Multiple studies were done to rule out irritable bowel, she was also seen at university of kentucky. Her symptoms did not resolve, I ended up performing another laparoscopy on her in 2006 and she was found to have multiple adhesions on her previous gore-tex mesh. Intercede was used to go and prevent these adhesions and she was discharged home. She seemed to have small improvement of symptoms but continued to have a pulling sensation around the mesh. For that reason, I scheduled for a repair and removal of the mesh and replacement with a c-qur mesh, which is a polypropylene mesh surrounded in a dissolvable media which will dissolve over the next six months. I was hoping that because this mesh does not have very much shrinkage at all she would not develop the chronic pain. She understood the risks, benefits and complications of this including continued pain. She also understood the risk associated with the operation including bleeding, infection and perforation of bowel. The mesh was very adherent to the posterior aspect of the anterior abdominal wall. I was able to separate it fairly easily from the surrounding fascia leaving the posterior rectus sheath intact. Procedure: ¿the patient was identified and the procedure verified. The abdomen was then prepped with duraprep and draped in sterile fashion with an ioban drape. Through a left subcostal incision a veress needle was introduced and the abdomen insufflated under low and then high flow. Following this through a 5 mm stab incision a opti-vue trocar was placed just superior to this, another one was placed oriented along the left anterior axillary line. I then began separating adhesions down to the mesh. There was some omentum that was adherent to the bottom half of the mesh and superiorly the anterior edge of the left lobe of the liver was adherent to the gore-tex mesh. This was separated using a sharp dissection with a pair of curved endo shears as well as some blunt dissection. No laceration in the omentum or the liver were made and was completely separated. Following this in the mid point of the mesh as small incision was oriented vertically and 1 cm in size and a 10 mm trocar and 5 mm trocar inserted through this. I then placed a kelly clamp. The kelly clamp was actually used to run and separate the mesh from the outside using an open technique from the fascia. Then from the laparoscopic approach I was able to cut the peritoneal edge of the mesh and actually remove and separate the mesh from the posterior aspect of the anterior abdominal wall. It was finally completely separated. There were a few tacks that actually became unraveled and removed through the 5 mm port. At the end of the case the abdominal cavity was inspected and no tacks were found remaining, except for two that remained in the anterior abdominal wall, which were left in place. The gore-tex mesh was removed through the 10 mm port incision in the midline. I then through this incision oriented the mesh. The mesh was oriented in a diamond fashion and the superior and inferior ones, a gore-tex suture was placed in a very long piece of suture. This long piece of suture was then brought into the abdominal cavity through the 10 mm site and grasped using a gore-tex suture passer, properly orienting the mesh. The c-qur mesh was then rolled up and placed in the abdominal cavity and all gore-tex suture tags were then elevated through the abdominal wall completely covering the previous gore-tex mesh site. I then used a protac to tack down the mesh. The sutures were tied down. The abdomen was inspected and using saline the abdominal cavity irrigated until clear. There was no further bleeding. All gore-tex sutures were then tied down and the abdomen allowed to desufflate. The trocars removed. The 10 mm site in the midline was closed using a single interrupted 2-0 vicryl suture and clips to the skin to close all the incisions. The patient was taken to the recovery room in stable condition.¿ (B)(6) 2007: (B)(6) . Operative report. Preoperative diagnosis: probable intra-abdominal hemorrhage. Postoperative diagnosis: intra-abdominal hemorrhage secondary to bleeding from the peritoneum where a gore-tex ventral hernia patch had been removed. Procedure performed: laparoscopy, cauterization of peritoneum, and a biopsy of the spleen where there was some irregularities of the splenic edge and retacking of the secur mesh. Estimated blood loss: there was a total of 1.5 liters of blood in the abdominal cavity that was completely evacuated. During the operation, I estimated that we probably had about 200 cubic centimeter of blood loss during the case that lasted about 2 ½ hours. Complications: none. Drains: none. Specimen: biopsy of spleen for frozen section which revealed cystic areas and it appeared benign. Indications: this patient had yesterday an excision of a gore-tex mesh that had actually contracted from 5 x 12 to 10 x 8 cm in size. It caused a lot of pain in the past and had a pervious laparoscopy in the past. Yesterday, I performed an excision of the gore-tex mesh and placement of a secur mesh which is polypropylene mesh coated with a special resorbable material. During the night, I was called because the patient became tachycardic and her abdomen became more distended. At that time, she had a normal blood pressure, had warm skin, but it was obvious that she had an intra-abdominal bleed at that time. I was hoping that I would be able to transfuse her some blood and actually with IV fluids and her first unit of blood, her tachycardia went from immediately down from the 150 range down to 110 to 120. A 5 a.m. I was called again when her heart rate went up to 170. I came in and called the o.r. Crew in and we decided to take her to the operating room for exploration. I decided to do it laparoscopically hoping that I would not have to perform it open and remove the mesh. I discussed this with the patient as well as the patient¿s husband and they accepted this and seemed to understand and comprehend and agree to this. Intraoperatively, of course there was a lot of blood between the mesh and the abdominal wall. I suctioned about 500 ml of clot that was accumulated between the mesh and the anterior abdominal wall and then another liter of frank clot in the abdominal cavity. Details of procedure: ¿the patient was identified and the procedure verified. The abdomen was then prepped with duraprep and draped in a sterile fashion. The 10 mm port was then opened, and the scope introduced, the abdomen was then insufflated. I then used a large 10 mm suction port to suction out about 500 cubic centimeter of clot between the mesh and the abdominal wall. Following this, I decided to use the 5 mm port site on the left anterior axillary line from the past and simply insert 10 mm trocars after insufflating the abdomen. These were placed easily and the scope introduced a 10 mm angled and 10 mm straight and 5 mm angled scope were used during the case. I then proceeded to use these ports to go and perform most of the operation. There were two additional 5 mm ports that were placed at the right anterior axillary line and one more 5 mm port about in the midline just above 2 cm to the left of the midline parallel to the 10 mm incision that was used to operate above the mesh. I then proceeded to separate the mesh off the wall on the left side by removing the tacks and separating the tacks from the peritoneum. I then began irrigating this whole area and suctioning out clot. Eventually all the clot was completely removed, a ray-tec was used during the case and completely removed at the end of the case. The spleen was examined, there was found to be an irregular lesion measuring about 1 x 3 cm in size and there was one also that measured about 4 x 4 mm. This was excised and the base cauterized. It was completely dry by the end of the case. Then by switching the laparoscope to multiple different ports, I then examined and found arterial bleeding from the edges of the peritoneum. These raw areas which extended along the entire course of the anterior abdominal wall where the gore-tex mesh had been placed were then cauterized. It was then irrigated, I used a total of three liters of irrigation at the end of the case. There was absolutely no bleeding from that space nor any other areas. I then proceeded to tack up the mesh from the right side, from the right side, standing on the right side tacking up the left side of the mesh to completely close that space. I then re-examined the space through the 10 mm trocar that was centrally located and then removed all trocars and allowed the gas to escape the abdomen. At that time, the abdomen was completely scaphoid, the 10 mm port sites were then closed using interrupted 2-0 vicryl suture and clips to the skin. The patient tolerated the procedure well and was taken to the recovery room in stable condition, intubated but in stable condition.¿ (B)(6) 2007: (B)(6) . Pathology report. Diagnosis: spleen biopsy. Benign multicystic lesion, most suggestive of lymphangioma. (B)(6) 2007: (B)(6) . Radiology-x-ray abdomen series. Reason for exam: abdominal pain. Two views of the abdomen show postoperative coils likely from hernia repair. There is a large amount of stool in the colon. I do not see any free air. No evidence of bowel obstruction. No soft tissue masses or acute bony abnormalities were seen. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (3190 and 3191: no code available is being used for "mesh shrunk.") Were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span march 30, 2004 through september 19, 2007 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Patient information: medical history: smoker, (B)(6) 2005: dyspepsia ,(B)(6) 2005: gastritis. (B)(6) 2005: large amount of soft tissue within the stomach, may represent a bezoar. Surgical history: (B)(6) 2004: laparoscopic ventral hernia repair with 10 x 15 oval duo mesh, gore-tex mesh. Implant: gore® dualmesh® biomaterial (B)(6) 2006: laparoscopy, extensive 30-minute adhesional lysis, and placement of intercede. (B)(6) 2007: removal of gore-tex mesh laparoscopically. Lysis of adhesions. Implant: c-qur (B)(6) 2007: laparoscopy, cauterization of peritoneum, and a biopsy of the spleen where there was some irregularities of the splenic edge and retacking of the secur mesh. (B)(6) 2009: laparoscopic tubal with a filshie clip application. 2010: hysterectomy implant preoperative complaints: (B)(6) 2004: ¿22-year-old female with nausea and epigastric discomfort with a ventral hernia noted in the epigastrium. She was noted to have an umbilical hernia.¿ implant procedure: ¿laparoscopic ventral hernia repair with 10 x 15 oval duo mesh, gore-tex mesh.¿ [implant: gore® dualmesh® biomaterial, 1dlmc03/02892927, 10cm x 15cm x 1mm, thick, oval] implant date: (B)(6) 2004 findings: ¿the patient was found to have no remarkable intraabdominal pathology during the laparoscopy except for the ventral hernia which was repaired easily with the oval mesh.¿ description of hernia being treated: ¿in the mid clavicular line subcostal area a small wheel was raised with 0.5 percent marcaine and a veress needle inserted through a small stab incision made with a 15 scalpel blade.¿ ¿through a left lateral incision parallel and in line with the umbilicus at about the anterior axillary line a 10 mm trocar opti-vu was placed into the abdominal cavity easily. The laparoscope was introduced. A small 5 mm left lower quadrant port was placed as well as a right lateral 10 mm and a right lower quadrant 5 mm port. I then identified the hernia defect, it was marked out on the surface of the ioban drape. It involved the umbilicus as well as the fascia in the midline. I then identified the falciform ligament and the hernia seemed to extend just to about this level. It was taken down for about 1 cm with a cautery scissors.¿ implant size and fixation: ¿following this through the right sided port the gore-tex mesh after gore-tex suture had been attached to the corners of the oval mesh was then introduced through that right sided 10 mm port. It was then unfurled and the four tacking sutures were then placed in the correct positions. The mesh was oriented longitudinally then with its long axis vertical. These were then tied down and then using pro tacks spaced 1.5 cm apart the entire mesh was tacked up. There was no buckling of the mesh. It appeared to entirely cover the hernia defect and there was no evidence of bleeding at the end of the case.¿ ¿the 10 mm trocar port sites were closed using interrupted 2-0 vicryl suture. The skin was closed using interrupted subcuticular 4-0 vicryl sutures.¿ relevant medical information: (B)(6) 2005: egd [esophagogastroduodenoscopy] with biopsy for urease and permanent pathology: ¿there was a small hiatal hernia 1 cm in size. Eg junction was located at the 38 cm with a 1 cm hiatal hernia.¿ pathology: ¿no helicobacter pylori-like organisms identified on special stain with adequate positive control.¿ (B)(6) 2005: colonoscopy with enteroscopy of the terminal ileum with biopsy of the terminal ileum x 5: ¿¿. Initially referred for ventral hernia. The patient has had a recurrence of this and a patch was placed¿ ¿the patient has been having intermittent abdominal pain since that time.¿ ¿there was no evidence of any diverticular masses or polyps in the whole colon.¿ (B)(6) 2005: x-ray abdomen: ¿abdominal pain.¿ ¿metallic densities in mid abdomen apparently resulted from previous ventral hernia repair.¿ ¿no significant abnormality is revealed.¿ (B)(6) 2005: air contrast upper gi and small bowel follow through: ¿patient has a history of abdominal surgery approximately 1.5 years earlier for ventral hernia repair. Initial scout film showed multiple small fasteners in the anterior abdominal wall consistent with placement of a mesh-type graft.¿ ¿there was no evidence of recurrent ventral hernia.¿ impression: ¿moderate amount of gastroesophageal reflux¿ ¿¿. Otherwise unremarkable.¿ (B)(6) 2006: ¿.... Had about a year ago a laparoscopic ventral hernia repair. She did initially well, but then began having diffuse bloating and nausea and vomiting. Workup included egd, colonoscopy, and referral to xxxx for gi who thought she may have irritable bowel. I felt that with persistent pain that it would be worthwhile performing a laparoscopy fearing that there were some adhesions and indeed that was what I found and I hoped that these adhesional lysis will help her abdominal pain. She had been basically bloating after every meal. She has also had some nausea and I told her if she had some adhesions on her gallbladder that I would remove her gallbladder, though she had a normal ejection fraction. She had one adhesion to the gallbladder which was not lysed and I think that if she continues to have nausea and distention, I will remove (B)(6) 2006: laparoscopy, extensive 30-minute adhesion lysis, and placement of intercede [sic]: ¿a subcostal left stab incision was made and a veress needle introduced.¿ ¿under direct vision, an opti-view was used along the previous 10-millimeter port on the left side and incision into the abdominal cavity. Under direct vision, an inferior 5-millimeter port along the pervious [sic] port site and a superior left-sided port were placed about 5 centimeter away from the 10-millimeter port. I then began using a cautery on a pair of scissors to lyse all the adhesions of the omentum onto the entire gore-tex patch. The gore-tex patch was entirely encased in adhesions. There were omentum that adhered onto the mesh and these were lysed easily without very much difficulty. The anterior surface of the liver from about the level of the gallbladder to the left side of the falciform ligament about 5 centimeter was plastered against the patch with adhesions and these were lysed successfully. There was some bleeding from the falciform ligament which was controlled using cautery and dry at the end of the case. I did release a falciform ligament a small distance more. I [sic] this area because there were so many dense adhesion, an intercede mesh was placed. Just below this, I placed a piece of surgicel on the small bowel and omentum to try to prevent adhesions. Laterally, there were some adhesions onto the ascending colon. These were lysed using some blunt dissection and some cautery. The rest of the abdominal cavity was without any pathology. The pelvis also appeared normal. I then proceeded to withdraw my trocars after allowing the gas to escape the abdomen. There was no evidence of any bleeding and the 10 millimeters port site was closed using interrupted 2-0 vicryl suture with subcuticular 4-0¿s to the skin.¿ postoperative diagnosis: ¿extensive adhesions of momentum [sic] onto gore-tex, hernia patch, and also adhesions of the anterior surface, diaphragmatic surface of the liver onto the gore-tex patch, adhesions of the right colon, and adhesions of the gallbladder.¿ explant preoperative complaints: (B)(6) 2007: ¿chronic abdominal pain secondary to gore-tex mesh shrinkage and adhesions and ventral hernia.¿ explant procedure: removal of gore-tex mesh laparoscopically. Lysis of adhesions. Placement of c-qur mesh 5 inches x 5 inches in a diamond orientation. Explant date: (B)(6) 2007 ¿through a left subcostal incision a veress needle was introduced and the abdomen insufflated under low and then high flow. Following this through a 5 mm stab incision a opti-vue trocar was placed just superior to this, another one was placed oriented along the left anterior axillary line. I then began separating adhesions down to the mesh. There was some omentum that was adherent to the bottom half of the mesh and superiorly the anterior edge of the left lobe of the liver was adherent to the gore-tex mesh. T his was separated using a sharp dissection with a pair of curved endo shears as well as some blunt dissection. No laceration in the omentum or the liver were made and was completely separated. Following this in the mid point of the mesh as small incision was oriented vertically and 1 cm in size and a 10 mm trocar and 5 mm trocar inserted through this. I then placed a kelly clamp. Then from the laparoscopic approach was able to cut the peritoneal edge of the mesh and actually remove and separate the mesh from the posterior aspect of the anterior abdominal wall.¿ ¿the gore-tex mesh was removed through the 10 mm port incision in the midline. Mesh was oriented in a diamond fashion and the superior and inferior ones, a gore-tex suture was placed in a very long piece of suture. This long piece of suture was then brought into the abdominal cavity through the 10 mm site and grasped using a gore-tex suture passer, properly orienting the mesh. The c-qur mesh was then rolled up and placed in the abdominal cavity and all gore-tex suture tags were then elevated through the abdominal wall completely covering the previous gore-tex mesh site. I then used a protac to tack down the mesh. The sutures were tied down. All gore-tex sutures were then tied down and the abdomen allowed to desufflate. The 10 mm site in the midline was closed using a single interrupted 2-0 vicryl suture and clips to the skin to close all the incisions.¿ (B)(6) 2007: laparoscopy, cauterization of peritoneum, and a biopsy of the spleen where there was some irregularities of the splenic edge and retacking of the secur mesh. Findings: ¿there was a total of 1.5 liters of blood in the abdominal cavity that was completely evacuated. During the operation, I estimated that we probably had about 200 cubic centimeter of blood loss during the case that lasted about 2 ½ hours.¿ ¿this patient had yesterday an excision of a gore-tex mesh that had actually contracted from 5 x 12 to 10 x 8 cm in size. It caused a lot of pain in the past and had a pervious [sic] laparoscopy in the past. Yesterday, I performed an excision of the gore-tex mesh and placement of a secur [sic] mesh which is polypropylene mesh coated with a special resorbable material. During the night, I was called because the patient became tachycardic and her abdomen became more distended. At that time, she had a normal blood pressure, had warm skin, but it was obvious that she had an intra-abdominal bleed at that time. I was hoping that I would be able to transfuse her some blood and actually with IV fluids and her first unit of blood, her tachycardia went from immediately down from the 150 range down to 110 to 120. A 5 a.m. I was called again when her heart rate went up to 170. I came in and called the o.r. Crew in and we decided to take her to the operating room for exploration.¿ postoperative diagnosis: ¿intra-abdominal hemorrhage secondary to bleeding from the peritoneum where a gore-tex ventral hernia patch had been removed .¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315-z: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device is preserved and maintained by the provider and thus was not able to be returned to gore for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2004 whereby a gore® dualmesh® biomaterial was implanted. If applicable: the complaint alleges that on (B)(6) 2007, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh shrunk, which caused it to be removed and additional surgery, mesh removal. Additional event specific information was not provided.